Manufacturer narrative:
The explanted device was returned to the manufacturer for evaluation and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.

Manufacturer narrative:
The user facility medwatch report was received from the (B)(4) registry. The user facility number was not provided. (B)(4).

Event description:
Additional information was received from the (B)(4) registry stating: lvad thrombus requiring device exchange. Additional information also indicated: hemolysis, abnormal pump parameters, intravenous anticoagulation.

Manufacturer narrative:
The device was returned to the manufacturer for evaluation. The report of hemolysis and suspected thrombus was confirmed based on the evaluation of the returned lvad pump. Upon disassembly of the returned pump, examination of the blood tube/rotor inlet section revealed a thin thrombus ring adhered to the inlet bearing ball. The thrombus ring appeared to be in the early stages of laminated layering, which suggests that it acutely developed while the pump was operating. Examination of the rotor revealed a non-laminated deposition situated on one of the blades of the rotor. The structure of the deposition suggested that it did not develop on the rotor. Although its origins cannot be conclusively determined, the deposition had areas that appeared somewhat denatured which is indication that the deposition was likely present while the pump was in operation. The thrombus found in the pump would have contributed to the reported hemolysis. Examination of the pump bearings, rotor, and blood-contacting surfaces under a microscope revealed no abnormalities that would have contributed to the formation of the thrombus. The pump was cleaned, reassembled, and functionally tested under loaded conditions using a mock circulatory loop. The retrieved data from that testing revealed normal pump power consumption comparable to the pump power consumption recorded during the manufacturing process, and the pump operated as intended. No further information is available. The manufacturer is closing its file on this event.

Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coord that the pt had recent heart failure symptoms and had not been doing well. The pt was admitted over the weekend for heart failure, coke colored urine and suspected pump thrombus. Lactate dehydrogenase was at 2773u/l and the international normalized ratio level was 1.68. No pump alarms were reported. Echo showed an enlarged heart, depressed ejection fraction and poor unloading of the left ventricle. The lvad was exchanged with another lvad for suspected thrombus.